Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil lp and a microcatheter (unknown). During the procedure, while advancing a ruby coil lp through the microcatheter, the physician experienced resistance. Subsequently, the ruby coil lp would not advance or retract through the microcatheter. While attempting to retract the ruby coil lp, the ruby coil lp unintentionally detached. No additional information was provided. The procedure was completed using additional lp coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated, the pet bump inside the pusher assembly distal tip was damaged, and the embolization coil was detached. If the ruby coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. The root cause of resistance during the procedure could not be determined. Further evaluation revealed that the pusher assembly had kinks throughout its length and the embolization coil had offset coil winds. This damage and the separated pet lock was incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.